Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements of greater than 3000 ohms. Technical services (ts) was consulted and lead integrity testing was recommended. The local area field representative confirmed this patient was seen for follow-up and basic troubleshooting was performed. Besides out-of-range pace impedance, all lead electrical measurements were stable and normal. The patient has weekly remote follow-up scheduled for electrogram (egm) review and will return in approximately one month for follow-up. Of note, the patient's medical history includes recent chemotherapy treatments that correlates in time with the onset of the impedance increase, which technical services (ts) encouraged the field to discuss with the health care professional (hcp). No adverse patient effects were reported. This lead remains in service.